Event description:
It was reported by a customer complaint that the patient was treated by paramedics due an incident of low blood glucose. The reporter states that on 07/19 his blood glucose was measured at 3.8 mmol/l, he called the paramedics. The paramedics administered glucose and orange juice. The patient was stabilized on scene and not transported. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Manufacturer completed the entire form. (B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.